Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified peripheral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.